Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior repair procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle detached while pulling the mesh arm through the sacrospinous ligament. The needle was found lodged in the capio cage. Another uphold lite with capio slim was used to finish the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned uphold¿ lite with capio slim revealed that the proximal end of the blue with white stripe dilator is damaged/torn. The suture and dart are missing and were not returned. Blood and tissue residue were observed on the sleeve and dilators. Furthermore, no damage to the capio slim suture capturing device was noted. The device works as intended. No needle dart was found in the catch of the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior repair procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle detached while pulling the mesh arm through the sacrospinous ligament. The needle was found lodged in the capio cage. Another uphold lite with capio slim was used to finish the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) for the reported event of needle detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.